Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch # 447c05. Investigation summary . The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples with a piece of staple stuck in the washer, the washer was completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as the hand releases it, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples and cut line may be compromised. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 447c05, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device cs40g lot number a9d46f and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Could you please confirm when the issue was identified? We got an email 23/10 about this,- and the operation took place 19/10 late evening. 2. Was there a change in the procedure? If yes, please explain. No 3. Could you please clarify if there were any patient consequences? No consequences 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No changes post-operative the operation was thursday evening ((B)(6) 2023) around 9.30 pm, and the doctor is not used to manage the contour. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op an unknown procedure, the patient was re-operated due to anastomosis leakage. The intestine must be stapled far down in the pelvis. A contour stapler is used. When stapling, the staples are not ejected - this is not possible to see, why it continues as usual. Once stapled, the intestine must be cut so that it is divided in two. This is done. It is then discovered that the staples have not been fired. This results in two open bowel ends in the abdomen. Since it is very far down in the pelvis, it makes it very difficult to sew up the opening. The operation is therefore greatly prolonged. In addition, there is an increased risk of infection, as there are two open bowel ends in the abdomen. The patient is already very ill, and the increased operating time and increased risk of infection can therefore have serious consequences for the patient.